Event description:
Boston scientific received information this right ventricular (rv) was successfully repositioned due to microdislodgement and high pacing threshold. The threshold measurement was 6.5 volts (v) at 0.4 millisecond (ms). The r-wave was at 2.6 v. The lead was successful repositioned to optimal numbers without complications. Hence, the lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.